Manufacturer narrative:
Patient demographic unavailable. The instrument was found to have a bent tip. The instrument was replaced which resolved the issue.

Event description:
A site representative reported that after the surgeon registered with tracer, they were not as accurate as he would like and that the instrument was flickering between red and green status. The surgeon continued use of navigation to complete the surgery. There was no impact on patient outcome reported.